Event description:
During a left sided atrial flutter ablation procedure, a cardiac tamponade occurred. Ablation of the pulmonary veins was performed with a tacticath quartz ablation catheter when the patient became hypotensive. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed which stabilized the patient. Continued bleeding was noted from the pericardial drain so surgery was performed with a hematoma noted in the left atrium. The patient remained stable post surgery. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.